Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the lead exhibited high capture threshold, high pacing impedance and phrenic nerve stimulation. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.